Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. A revision was performed and this lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lv lead will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.